Event description:
When nurse and dr changed the concentration on the medication they also reprogrammed the mg/hr setting which they were not supposed to do. This sent pt into withidrawal. Pump settings had to be changed again. The printout does not contain all the necessary information to understand and verify all of the pump's parameters. Error was detected by the pt prior to problem but there was nothing they could do. Dr and nurse wouldn't listen.